Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty and the insulin gauge was inaccurate. Reportedly, customer had been overfilling cartridges. Tandem technical support guided customer through the proper load sequence to resolve the issues. Customer¿s blood glucose level was 183 mg/dl.